Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was received: what was the indication for the procedure? Patient in their eighties with coronary artery disease who had a kidney tumor. Why was there the decision to go from a partial to radical nephrectomy? The surgeon said the tumor was too central to perform a robotic da vinci sp partial nephrectomy, so he decided to perform a radical nephrectomy. The pa who fired the device said when they tried to clamp the renal hilum during the partial, it was too calcified to clamp, so they moved forward with a radical nephrectomy instead. Can you further describe the renovascular calcification? The renal vasculature was heavily calcified that the tourniquet/clamp could not compress the hilum. Was the echelon device fired on the renovascular calcification? Yes. Was the device difficult to close? There was no difficulty closing the stapler. Were there any unusual noises when firing the device? No unusual notices. The surgeon noticed the knife blade slow down when it came in contact with the renal artery, which may have been the dynamic firing of echelon+. Did the device fully staple and/or cut? Surgeon feels the stapler cut, but that the staples did not approximate the vessel. Can you describe staple formation that was seen in the surgical field? Surgeon feels the staples did not form. The pa said immediate bleeding occurred once the firing was complete and the jaws of the stapler were opened. What specific vessel where they are firing the device on and was it calcified? Renal artery. What does the surgeon think contributed to this outcome? Surgeon feels it was a heavily calcified vessel, but it¿s not uncommon in his patients. He would prefer a no-knife option to avoid situations like this. Did the surgeon wait 15 seconds before firing? The pa fired the device. She was not sure how long she compressed the vessel, but said it was less than 15 seconds. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a partial nephrectomy that turned into a radical nephrectomy, the patient had very calcified renovascular and that they fired the device with a white reload. It did not approximate the vessel so there was gush of bleeding. That turned into chest compressions and the patient coded.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was received: what was the indication for the procedure? Patient in their eighties with coronary artery disease who had a kidney tumor. Why was there the decision to go from a partial to radical nephrectomy? The surgeon said the tumor was too central to perform a robotic da vinci sp partial nephrectomy, so he decided to perform a radical nephrectomy. The pa who fired the device said when they tried to clamp the renal hilum during the partial, it was too calcified to clamp, so they moved forward with a radical nephrectomy instead. Can you further describe the renovascular calcification? The renal vasculature was heavily calcified that the tourniquet/clamp could not compress the hilum. Was the echelon device fired on the renovascular calcification? Yes. Was the device difficult to close? There was no difficulty closing the stapler. Were there any unusual noises when firing the device? No unusual notices. The surgeon noticed the knife blade slow down when it came in contact with the renal artery, which may have been the dynamic firing of echelon+. Did the device fully staple and/or cut? Surgeon feels the stapler cut, but that the staples did not approximate the vessel. Can you describe staple formation that was seen in the surgical field? Surgeon feels the staples did not form. The pa said immediate bleeding occurred once the firing was complete and the jaws of the stapler were opened. What specific vessel where they are firing the device on and was it calcified? Renal artery. What does the surgeon think contributed to this outcome? Surgeon feels it was a heavily calcified vessel, but it¿s not uncommon in his patients. He would prefer a no-knife option to avoid situations like this. Did the surgeon wait 15 seconds before firing? The pa fired the device. She was not sure how long she compressed the vessel, but said it was less than 15 seconds. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a partial nephrectomy that turned into a radical nephrectomy, the patient had very calcified renovascular and that they fired the device with a white reload. It did not approximate the vessel so there was gush of bleeding. That turned into chest compressions and the patient coded.

Manufacturer narrative:
(B)(4); date sent: 4/14/2022. Additional information: patient identifier (B)(6), an 80-year-old patient with renal cell carcinoma was admitted on 1/24/2022 for a nephrectomy. During surgery, a laparoscopic vascular stapler was used to seal the renal artery. The surgeon noted bleeding from the artery and converted to an open procedure. The patient coded and despite resuscitative efforts, died in the or. The stapler was sequestered to determine if this was a device malfunction or if the event was due to the patient's heavily calcified vessel that prevented the device from sealing the artery.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2022. D4: batch #540a28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with one gst45w reload loaded in the device. The reload was received fully fired with some staples and calcification on the reload deck. Besides that damages were noted on the reload deck. In addition, two gst45w reloads were received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2022 h6: medical device problem code a050704 was omitted on the previous report; (B)(4).